Event description:
Boston scientific crm received information that the patient with this pacing system developed an infection. The system will be explanted. No other adverse patient effects were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
No further analysis could be performed due to only 8.5 cm of the lead was received.

Event description:
It was reported that the patient deceased. It was noted that the lead exhibited a mechanical problem. There is no allegation from a health care professional that the death was device related.